Event description:
A system operator reports the laser stopped firing during surgery. The procedure was completed after aborting and re-entering the surgery plan. F/u info provided by the system operator indicated the laser stopped firing during the surgery of several pts on the same day. She indicated no pts were harmed or injured.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated april 10, 2008 in which the agency informed alcon that (event date: 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting from 2006. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: the technical mgr (tm) was dispatched to the facility to evaluate the laser system. The tm reviewed the surgery database and was able to identify the laser not firing event. He replaced the thyratron; he observed the energy monitor output was intermittent so he replaced the digitizer. The energy monitor surface had a dark area in the center and this component was also replaced. The tm then completed a system verification prior to departure. The returned parts were tested by mfg. Bench testing of the thyratron could not reproduce the laser not firing. The digitizer was extensively tested, and consistently worked properly without any issues. Mfg did note the brown spots on the energy monitor, but were unable to duplicate the laser not firing issue. Although the system operator indicated the laser stopped firing during surgery on several pts, a review of the surgery database indicated the laser stopped firing on the right eye of one pt only and procedure was aborted 2 times. The surgery was resumed each time and completed during the same surgical session. Conclusion: based on the investigation, although not duplicated during bench testing, the root cause appears to be component related, specifically the thyratron and digitizer joulemeter.